Event description:
It was reported that the patient presented with progressive acute on chronic functional class iii to IV, right greater left biventricular systolic heart failure and left ventricular global and segmental systolic dysfunction, due to inadequate circumflex territory perfusion (ischemia) in the distal right internal mammary artery (rima) to circumflex (superior vena cava graft compromise) secondary to fistula / free perforation. A 4.0x19 jostent graftmaster otw covered stent system was advanced via radial access over a s'port guide wire and deployed at 12 atmospheres, completely covering and sealing the fistula / free perforation between the superior vena cava and the rima with excellent angiographic result. The proximal edge of the jostent graftmaster otw stent had a small step down, concerning for a small dissection; as follow-up angiography revealed no evidence of flow compromise or dissection propagation, the step down was believed to be a flow artifact. The patient was on aspirin and given a clopidogrel (plavix) load of 600 mg and boluses of eptifibatide (integrilin). Heparin was administered for anticoagulation with monitored bolus dosing. The patient was discharged in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Medical history: small loculated pleural effusion; history cardiogenic syncope with transient and nonsustained ventricular tachycardia previously suspected noncardiogenic syncope, nonrecurrent; cerebrovascular disease, status post cerebellar stroke and previous left carotid endarterectomy; ciprofloxacin allergy. There was no reported product deficiency. The reported patient effect of dissection is listed in the over the wire graftmaster instructions for use as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.